Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that routine battery replacement preop impedance show short 68phms on bipolar pair 0-1 only no troubleshooting was performed as patient is not programmed on the affected contact. Impedance was the same after battery change. Manufacturer representative (rep) reports issue was resolved at the time of report.